Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. The reported failure was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
During a da vinci-assisted total benign hysterectomy surgical procedure, it was reported that the tip of the permanent cautery spatula (pcs) broke. There was no report of fragment(s) falling inside the patient. The procedure was completed using a backup instrument of the same kind. There was no reported patient harm or injury.